Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Interrogation of the pulse generator reveled an alert for elective replacement indicator (eri) had been triggered on (B)(6) 2013. It was determined that eri was false since battery voltage was above eri. Several unsuccessful attempts were made to clear the alert. The patient will continue to be monitored. There were no patient consequences.